Event description:
The customer stated that he had received high blood glucose readings using his contour meter. He performed control tests while troubleshooting and received results of 570 and 531 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.